Event description:
The pump was over delivering on two occasions while used on pts. With the most recent occurrence reportedly a secondary or IV piggyback antibiotic infused too fast. No add'l specific info is available. No add'l info was available regarding the other occurrence. The hospital pharmacy tested the pump and reported that it was running "fast". For example when programmed at 100 ml/hr, the 100 ml amount infused in only 45 minutes. No pt injury resulted with the reported occurrences.